Event description:
Second revision of a revised margron hip implant was performed due to pt symptoms of pain. Exceptionally early revision appears to indicate surgeon error.

Manufacturer narrative:
Primary surgery was performed in 2005, using margron hip replacement system. First revision surgery was performed four months later, the stem was found to be loose in the femur due to incorrect size selection by surgeon (undersized). Second revision surgery was performed eight days later, due to implant rotation using alternate MFR's product. Exceptionally early revision appears to indicate surgeon error. The event is being reported following a reassessment by facility. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the foreign orthopaedic association in its 2007 foreign national joint registry report. This observed trend and facility initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, facility has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.